Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 15 years, 10 months due to regurgitation and stenosis. A 23mm transcatheter valve was implanted. Patient tolerated the procedure well and was transferred to the ICU.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to severe stenosis, high gradient (greater than 70mmhg) and moderate regurgitation. Per obtained medical records, the patient¿s left ventricular function was progressively declined over the last three months and was admitted with heart failure and renal dysfunction. A 23mm transcatheter valve was implanted. The rhythm remained unchanged from preoperative. Tee showed good positioning of the valve with no perivalvular leak and unchanged ventricular function. Patient tolerated the procedure well and was transferred to the ICU in stable condition. There were no complications to the procedure, and his post-procedure course was unremarkable. He was discharged home in stable condition on postoperative day two.